Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and verified saturation of the ip addresses distributed by the access point controller. The fse purged and verified that the system had resumed proper operation. Fault tracing was performed to determine the cause. The fse fixed the ip address configured on all bedside monitors, except for utic 6 and cardio bed 11, which were not accessible. The fse changed dynamic host configuration protocol (dhcp) scope on the server and isolated the problem on the xds monitor network adapter in emergency medicine, which distributed the ip address abnormally. The fse restored the correct operation of the device and verified behavior of the whole system, which was regular. No further problems were found. The system was left ready for clinical use. Based on the information available and the testing conducted, the cause of the reported problem was related to an xds monitor network adaptor issue with the ip address. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Repoter phone #: (B)(6).

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that all telemetry signals were lost. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.